Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly and the battery gauge was fluctuating resulting in the pump shutting down. Additionally, the pump touchscreen was unresponsive and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined troubleshooting with tandem technical support.